Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar complaint reported from this lot. The investigation determined the reported use after expiration was due to the user error. It should be noted that the mitraclip ntr/xtr system instructions for use warns: ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection¿. There is no indication of a product issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report use after expiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. However, after the procedure it was discovered that clip was expired. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.